Event description:
Ous MDR - it was reported that after an implant duration of about 54 months the shock impedance was out of range (200 ohms). No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The inspection of the lead demonstrated a fractured conductor cable to the rv shock coil, which can be considered as the root cause for the high shock impedance mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.